Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer procedure, after clamping, the surgeon waited for about 30 seconds and pressed the safety button. The safety button bounced when squeezing the handle. The surgeon pressed the safety button again, but the lever could not be squeezed and the device did not fire. Another staple was replaced to continue the procedure. There was no patient injury.